Manufacturer narrative:
The mask is currently being returned to resmed (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage.(B)(4).

Event description:
It was reported to resmed that a hospital patient had an oxygen desaturation due to a tear in the corrugated tubing of an acucare mask. The acucare mask was delivering oxygen at the time of the fault. There was no patient injury reported as a result of this incident.